Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device specifications found that each shipment must be accompanied by the manufacturers certificate of conformance (c of c). A clinical review states that the report stated the surgeon was able to extract the broke pieces from inside of the patient¿s joint using a tissue grasper. According to the report, the surgeon was able to finish the procedure by using a s+n back-up device in an additional bone hole without a surgical delay. The impact to the patient was the additional bone hole. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy cuff repair, two (x2) knotless regenesorb suture anchors 5,5mm self-taping broke inside the joint, the broken pieces were removed using tissue grasper. The procedure was completed with a smith and nephew back up device using an additional bone hole with no surgical delay. No void left in the patient and no further complications were reported.